Event description:
A report was received from the affiliate indicating that approximately four months post cypher stent implant, the pt complained of chest pain. Ten days later, a coronary angiogram was conducted and focal restenosis was observed inside of the proximally implanted cypher proximal left anterior descending coronary artery. There was 65% restenosis. To treat the restenosis, pre-dilation was conducted with a 3.0x18mm balloon at 12 atms. A 3.0x13mm cypher sirolimus-eluting coronary stent was deployed at 12 atms. Post-dilation was conducted with a 3.0x8mm balloon at 20 atms. Inflation time was all unk. Timi flow after the procedure was iii. The residual percent of stenosis was 11 percent.

Manufacturer narrative:
The initial percutaneous coronary intervention (pci) was conducted to treat a de novo lesion at proximal left anterior descending. Pre-dilation was conducted with a 2.25x15mm balloon at 20 atms. Inflation time was unk. A 2.5x28mm cypher sirolimus-eluting coronary stent was deployed at 20 atms at the distal end of the target lesion. A second 3.0x24mm cypher stent was deployed at 24 atms at the proximal end of the initially implanted cypher with overlap. Inflation pressures are unk for both cypher stents. Post-dilation was not conducted. The residual percent of stenosis was 8% after the procedure. Timi flow after the procedure was iii. This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2007-02145 and 9616099-2007-02146. Please note: device is distributed outside the united states. However, it is similar to the united stated product. Any additional info will be submitted within 30 days of receipt.